Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the patient was brought back to the lab for a pocket flush due to oozing at the device site and a potential infection. Upon removal of the device, it was noted that the lead had blood ingression. The lead was explanted and replaced and the device remains in use. No further patient complications have been reported as a result of this event.